Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a high blood glucose of 427 mg/dl. The mother stated that the customer was vomiting as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No unusual alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.